Event description:
While mother was administring nebulizer treatment via blow-by method, child aspirated mouth piece valve. Mother performed heimlich maneuver on child, causing valve to dislodge from throat.